Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited pacing impedance measurements of greater than 2500 ohms, noise, oversensing, inappropriate anti-tachycardia pacing (atp), increased pacing threshold measurements, and loss of capture. A lead fracture was suspected in the pace/sense portion of the lead; therefore, that portion was surgically abandoned and replaced. The tachycardia portion of the lead remains in service.